Event description:
It was reported that there were no alleged product issues. However, the patient came into the office with a swollen back area where the catheter was placed. The incisional wound was also opening with drainage. Both sites, back and pump, had pus when the incisions were opened. No other signs of infection were noted besides the swelling. There was a noted infection at the pump and catheter anchor sites. Location of issue was the device pocket and catheter track. The type of infection was unknown but a culture was taken at the device pocket and lumbar regions. Antibiotic treatment was necessary. No diagnostic testing or troubleshooting was performed/required. It was unknown if the issue was resolved or if the cause was determined. At the time of the report the patient's status was reported as alive-no injury. The pump and catheter were explanted and reportedly would not be returned. It was reported as ¿n/a, or not replaced¿ regarding if the system was replaced. This device system delivered morphine. Additional information was requested to clarify event details including the current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (b)(64; product type programmer, patient. (B)(4).